Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is having trouble locking in the reservoir in the insulin pump. Customer stated that she is holding it in but it comes right out. Customer had a high blood glucose level over 600 mg/dl earlier. Customer stated that the reservoir compartment is cracked and a piece is broken. Customer's blood glucose was between 160-180 mg/dl when the issue occurred. Customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion and occlusion tests due to a broken reservoir tube lip. However, the pump was received with normal operating currents and passed the unexpected restart, self-test, rewind, displacement, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip.